Event description:
It was reported that the asymptomatic patient presented for a scheduled generator change-out. During the procedure, a section of the rv lead in the pocket was observed to have slight abrasion. The lead was repaired with medical adhesive. There were no electrical anomalies noted. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).